Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms occurred (alarm 19). Additionally, the pump shut off unexpectedly. Customer¿s blood glucose level ranged between 200-300mg/dl. Reportedly, the customer declined troubleshooting.